Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys or mc1vr01, serial/number: (B)(4), use by date: 14 jan 2020, UDI number: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient experienced cardiac arrest. An atrial perforation from use of the guidewire at implant caused a tamponade, and a pericardial effusion was drained. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.